Event description:
It was reported: a patient was using an h300 liquid oxygen portable device. The device stopped delivering flow. The patient was discovered by a family member to be lethargic. The patient was taken to the hospital for treatment. Admitting diagnosis is not known at this time.

Manufacturer narrative:
The device has not been returned for evaluation. The patient is unsure of when the device was filled before the event occurred. In the event that the device is returned, a supplemental report will be filed with our investigation results. The user manual warns, "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting of life sustaining. This equipment is not intended for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in the oxygen supply." User manual advices, "the contents indicator will show approximately how much liquid oxygen remains in the unit. To ensure that you have enough oxygen to meet your needs, check the indicator periodically."